Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance. Technical services (ts) provided potential troubleshooting actions. The plan is to continue to monitor the rising impedance. The lead remains in use. No adverse patient effects were reported.